Event description:
Device malfunction: inaccurate clip delivery. Time of malfunction: during vessel closure procedure. Symptoms/ae: none. It was reported that the physician, in training in the use of the starclose device, attempted common femoral arteriotomy closure after an interventional uterine fibroid embolization procedure. After the closure procedure, there was bleeding present and hemostasis was achieved after 25 minutes of manual compression. Fluoroscopy showed the clip was intraluminal on the posterior wall. Ultrasound showed the clip was deployed on the posterior wall of the femoral artery about 3 inches above the access site. There was no arterial occlusion. The patient was discharged and there was no adverse patient sequela. Though requested, no additional information is available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.